Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use a fragment that appeared to be a piece of the balloon was found inside the patient's bladder and was removed. It was also mentioned that although it is unclear when the defective product occurred, what model number it is, or whether it is a medicon product, the request was made to ¿please confirm at least whether this is a medicon catheter.¿ the patient reportedly had a foley catheter in place for placement prior to admission to the hospital. There is no information available regarding whether the product ruptured and remained inside the bladder while the patient was hospitalized. The nurse who performed the foley catheter exchange and removal stated that they did not observe any visible defects, such as ¿a chipped tip on the catheter¿ or ¿a damaged catheter that had fallen out on its own.¿